Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured on the second inflation. (The number of atms reached on the inflations is unknown.) The pt was asymptomatic during this event. The lesion being treated was a 99% restenosis of a bx velocity stent located in the left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.